Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer tried to release air from the cuff, but it could not be deflated. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One sample was received in used condition without original package. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination no unusual conditions were detected in the sample. A leak test was performed using a leakage test machine; the sample passed the test. The complaint was not confirmed. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No corrective actions were taken as the complaint was not confirmed.